Manufacturer narrative:
The manufacturer previously reported about receiving information alleging a low inspiratory pressure alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported issue of a low inspiratory pressure alarm was not duplicated, but a low tidal volume alarm was observed. The device's active exhalation control module was replaced to address the issue. Additionally, the right button was pressed only once but its reaction was the same as if the button was pressed twice. The front panel/keypad led pca was replaced, which was not related to the malfunction/issue. Also, the device started on its own when the ac power was plugged in. The system pca was replaced, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a low inspiratory pressure alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module needs replaced to address the issue.